Manufacturer narrative:
Approximate age of device: 11 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was hospitalized due to heart failure exacerbation and percutaneous lead (driveline) infection. The patient received antibiotic therapy with doxycicline and cefadroxil. The infection was drainage and the redness was resolved. The antibiotic therapy was stopped on (B)(6) 2018. Further information was requested, but was not provided.

Event description:
Additional information was received and stated that while in the hospital, the patient was taking xanax due to anxiety. As the patient continued to feel anxious and was given intravenous ativan, which improved the patient's anxiety symptoms. The patient continues taking xanax as needed. No further information was provided. There was no issue reported to lvad support.

Manufacturer narrative:
A specific cause for the reported driveline infection cannot be conclusively determined. A correlation between the device and the reported increase in anxiety cannot be conclusively determined. A follow-up culture was performed on (B)(6) 2018, which revealed that the staphylococcus aureus was methicillin susceptible. Doxycycline was stopped and the patient was started on cefadroxil for 2 weeks. The drainage and redness resolved and the antibiotics were stopped on (B)(6) 2018. Infection is listed as adverse event that may be associated with the use of theheartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The patient remains ongoing on vad support. No product available for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.